Event description:
Reportable based on device analysis completed on 20-dec-2023. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified left anterior descending artery. A 38 x 3.50 promus elite drug-eluting stent was advanced but failed to cross the lesion even after trying multiple times. The procedure was completed with a different device, and no patient complications were reported. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 38 x 3.50mm stent delivery system was returned to the complaint investigation site. A visual and tactile examination of the hypotube found breaks at 116cm and 144cm distal to the distal end of the strain relief as well as multiple hypotube kinks along the shaft. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. Microscopic examination of the hypotube found breaks at 116cm and 144cm distal to the distal end of the strain relief as well as multiple hypotube kinks along the shaft. There was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No signs of movement, stent was set between the proximal and distal markerbands. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.